Event description:
On 23rd mar 2026, it was reported by an arthrex employee via email that ar-8923bc 2.9mm biocomp pushlock, dx batch 15362388 #1 sutures pulled out from ar-8923bc push lock after implanted. This was detected on the same day during a kidney procedure and no fragments retained in the patient¿s body and procedure was completed successfully with the use of trocar needle ar-7281 instead to stitch.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.